Event description:
It was reported that the device exhibited a check syringe plunger sensor error message. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: device evaluation: one device received for investigation. Visual inspection performed and no signs of external damage. The event history log was reviewed check syringe plunger sensor, which is the same as when the plunger head was fully pressed against the pump. Reported problem cannot be duplicated during tests. As a preventative measure the plunger case assembly replaced. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
Additional information received on 20-dec-2022 via email and attached to complaint object: customer stated that the product was not used on any patient when it failed. H6: event problem and evaluation codes: updates not required. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: h3:device evaluated by manufacturer updated from device not made by company to device evaluation anticipated, but not yet begun.